Event description:
The reporter claimed that the patient's blood glucose has been elevated from 286 to 586 mg/dl in the (B)(6). The patient attempted to manage his/her blood glucose within the normal of 100-250 mg/dl with the animas pump but his blood glucose was elevated at the time of concern. During troubleshooting, the reporter indicated that the insulin site was changed 4 times, no air bubbles detected in tube or cartridge, no leaking present, and the bolus history have been delivered as programmed. The date/time and basal rate was set correctly. The patient took correction insulin via syringe but the blood glucose did not improve. His/her blood glucose subsequently lowered to 286 mg/dl after the patient obtained and was treated with the new insulin from his pharmacy. There was a follow-up (B)(6). The reporter indicated the patient's blood glucose was elevated to "hi," (above 600 mg/dl) with symptoms of ketones while the patient blood glucose was managed with basal via the animas pump and bolus via the insulin syringe. This complaint is being reported because the patient reportedly had hyperglycemia and received medical intervention accordingly while his/her diabetes was managed with the animas pump.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2011 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the pump history. The pump accurately delivers 2.00 units/hr for 29-hr period. No defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.